Event description:
Explant around june/july due to inflammation, pain and redness at implant site. Fixed screws that did not seem to be loose. Lrti performed.

Manufacturer narrative:
Inflammation at implant site. Reason unknown, but insufficient fixation or material reaction are likely alternatives.